Event description:
It was reported that during the preparation of a ureteroscopy procedure, the seal of the scope was compromised. Another lithovue scope was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that during the preparation of a ureteroscopy procedure, the seal of the scope was compromised. Another lithovue scope was used to complete the procedure. There were no patient complications reported. Additional information received on june 30, 2025: it was later clarified that the seal was not damaged prior to receiving the device. The manufacturer has reviewed all information and determined that this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on 30jun2025.